Manufacturer narrative:
The raw material and manufacturing papers were reviewed and were found to meet specification. The measureable dimensions of the screw fragment met specifications. The hexagon recess of the screw head is strongly damaged. This is a clear indication that very high forces were applied onto the screw. There are stress marks at the shaft visible, which indicated an excessive contact with the plate. Based on these findings it is possible that a mechanical overload occurred during use caused this breakage.

Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: during a procedure, surgeon inserted a cortical screw and he determined it was too long. Surgeon was backing out the screw and the screw head broke off. Surgeon was unable to retrieve the shaft of the screw and it remains in the pt¿s bone. This is two of two reports for this event.